Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the front panel, drawers, bed assembly were broken. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the broken part was the pandai warmer (l&d) non-rotating bed which is not a reportable malfunction.